Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 585 mg/dl and took a bolus of 19 units and went back to sleep and when he woke up his blood glucose was over 600 mg/dl. Customer took a syringe of 19 or 20 units. Customer reports the symptoms related to their high blood glucose was thirsty and urinating a lot. Customer reports they feel okay to troubleshoot. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high bgs. Recent high blood glucose event began: morning he was 582 mg/dl. Customer states the drive support cap appears normal (slightly indented). Customer also reported bent cannula. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.